Event description:
A customer contacted beckman coulter (bec) reporting that on (B)(6) 2013 the coulter lh 500 hematology instrument generated erroneously low hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results and "h&h check not matching" messages for one (1) patient. No instrument flags were generated to alert the customer of the erroneously low results. The erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. The customer noted the low hgb result and the h&h not matched during patient processing and contacted bec customer technical support (cts) for troubleshooting. The use of the instrument was discontinued on the day of the event after troubleshooting as the issue could not be resolved. A service request was initiated. Corrected results were sent out for the patient after re-running the sample, after the instrument was serviced. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The specimens were processed in the automatic mode. No other specimen information was provided. Controls were run before and after the event; results were within specifications after service. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse checked the system operation and discovered both white blood count (wbc) and red blood count (rbc) diluent dispensers were leaking air in the system and causing bubbles and small dilution variations. The fse replaced both pumps, checked operation, and ran reproducibility with all testing acceptable. Per labeling, beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks and decision rules. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.